Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued - the right coronary artery exhibited haziness in the proximal and mid vessel. Intravascular ultrasound (ivus) revealed ulcer with plaque in the mid rca. On (B)(6) 2011 core lab notes state isr involving the proximal edge of the stent and severe neointimal hyperplasia in the distal edge. Target lesion revascularization (tlr) was performed and both areas stented. On (B)(6) 2011, 916 days post index procedure , the distal ramus was treated with placement of a 3.0 mm x 12 mm non-abbott stent, and the proximal ramus was treated with placement of a 2.75 mm x 12 mm non-abbott stent. During this procedure, a non target lesion in the mid rca was treated with placement of a 3.5 mm x 8 mm non-abbott stent. It was confirmed by the site that there was no instent restenosis within the three previously placed stents in the mid rca which were placed at index. It was felt the angina was related to the study stent as well as the three non-study stents. The event resolved on (B)(6) 2011 without residual effects and the patient was discharged on (B)(6) 2011. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the index procedure was (B)(6) 2008 with the target lesion located in the ramus. A (B)(4) study stent was placed in the proximal to mid right coronary artery (rca) with 0% residual stenosis. A non-target lesion in the proximal to mid rca was treated with placement of three non-abbott drug eluting stents (des) overlapping. It was noted that post placement of the three non-abbott stents a dissection which caused transient lack of flow distal to the treated segment was noted. The patient was discharged on (B)(6) 2008. On (B)(6) 2009 the patient had target vessel revascularization due to in-stent restenosis. The first obtuse marginal (om) was treated with placement of a promus stent. Core lab notes state that on (B)(6) 2011 by angiography in-stent restenosis was noted in the proximal edge of the stent. It was unclear as to whether there was in-stent restenosis in the study stent placed at index or in the promus stent placed on (B)(6) 2009. It is unclear as to whether there was in stent restenosis in the study stent placed at index (which according to the core lab was in the 1st om), or in the promus stent placed on (B)(6) 2009. On (B)(6) 2011 the patient was admitted with angina. An abnormal stress test revealed reversible defects. A cardiac catheterization was recommended. Coronary angiography revealed minimal in-stent restenosis (isr) with no lesions exceeding 20-30% stenosis. The target vessel circumflex and previously placed ramus stent were widely patent, however, a high grade stenosis in the ramus intermedius, proximally and distally around the previously placed stent.